Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Health care professional reported capsular contracture, baker grade lll/lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Event description:
Health care professional reported capsular contracture, baker grade lll/lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade lll/lv" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade lll/lv.